Manufacturer narrative:
A ge service rep performed an investigation. The system power supplies were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication error and alleged that the system continued to fluoro after the fluoro button was released. The fse reported that the communication error caused the system to lock up. This resulted in a loss of imaging functionality. There is no report of death or serious injury.